Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during the procedure. The left l4 breached superior and lateral. No troubleshooting was completed because the k-wire placement was in the correct spot. Trajectories were deviated less than 3.5mm. The cause or suspected cause of the deviated was stated to be due to poor bone quality and going too far superior when advancing screw. This was not a navigated case, the guidance system was used with k-wires. The case was completed freehanded. There was no patient harm and the procedure was delayed less than an hour.